Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint as having occurred in the field via system logs. Fa tested the usm on an in-house system in normal mode where it failed with an error of 319. Usm was tested on a psc fixture test platform pftp where it failed the fiber test on the rolling loop fiber. The rolling loop fiber was replaced, and the error went away. The original fiber was re-installed and the error returned. The rolling loop fiber will be replaced as a fix. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 32097 pointing to acc node on usm 1 related to the reported complaint. An event verification confirmed the radical extraperitoneal prostatectomy with lymphadenectomy procedure was performed on the reported event date (B)(6)2022 on system sl0544. This complaint is considered a reportable malfunction event due to the following conclusion: the customer aborted after the start of the procedure due to multiple faults on the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the system had multiple 32097 faults. An isi technical support engineer (tse) reviewed the system logs and noted the errors pointed to the axis controller carriage (acc) node on universal surgical manipulator (usm) 1. The tse walked the customer through multiple hard power cycles with no change. The tse recommended the customer to disable the usm1 but the customer needed all 4 arms. The tse suggested bringing in another patient side cart (psc) but the customer did not have another psc available at that time. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was aborted. There was no patient injury.